Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and that the battery gauge was fluctuating. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was around 140 mg/dl. Reportedly, the pump was reset to resolve the issue and insulin delivery was resumed.